Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication out due to fingerprint scanner issue. A technical support specialist remotely connected to the machine and asked the user to recreate the issue, during which the user was unable to log in, then proceeded to resolve the fingerprint authentication issue meanwhile user attempt login. User successfully logged in and removed medication without any issues, confirmed that normal operation was restored and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user encountered an issue where they were unable to remove medication due to a fingerprint scanner malfunction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.